Manufacturer narrative:
(B)(4). Results of investigation: this unit is being service by a carefusion authorized service center. Results of investigation are not available at this time, once the results become available, a follow-up medwatch form will be submitted.

Event description:
It was reported by the customer that the ventilator resets while running. The customer also reported that there was no patient involvement associated with this complaint.

Manufacturer narrative:
Results of investigation: this unit was field serviced by a carefusion authorized service center. The service technician was not able to duplicate the reported issue of the device resetting. The device operated properly without any shut down or resetting issues. During technical checkout, a static random access memory (sram) alarm displayed so the main board was replaced as a precaution. This is considered a found in service issue and not related to the original reported issue by the customer.